Event description:
Left eye hurting for one week. Progressively worsening. Sensitive to light. Contact lenses were one month old. Discontinued wear. A 3+ inferior keratitis os. A 2 to 3+ injected eye. Three self healed ulcers on superior part of eye.